Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies.

Event description:
A medtronic rep reported an axiem portable system that, during navigation stopped tracking. The surgeon completed the surgery with the use of the navigation system. There was no impact to the pt outcome.